Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced soreness at the magnet site due to skin breakdown and extrusion of the internal magnet. The internal magnet was removed (date not reported) in the office. The implanted device remains.